Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device could not be removed after clip deployment. The device was being supported stable for approximately 15 minutes, when the device spontaneously released from the tissue tract. The device clip achieved hemostasis. There were no reported pt adverse effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.